Event description:
It was further reported that the patient had been feeling palpitations in the last few days, there was one atrial high rate episode, the atrial lead was pacing simultaneously with ventricular sensing, capture threshold was high, and p wave decreased. Chest x-ray showed the lead was backed out of position. The patient was enrolled in the (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged within two weeks of implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.